Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure (ess205) was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found a coil in my uterus that was broken off/left pieces in uterus/broken coil in my cervix/coil breaking'), fallopian tube perforation ('perforation (fallopian tubes)'), device expulsion ('migration of essure device to cervix/ essure coil found in cervix/coil and finding it in my uterus'), uterine perforation ('left essure device uterine perforation/part of coil coming out of my uterus'), pelvic pain ('pain'), cerebrovascular accident ('multiple strokes'), post procedural haemorrhage ('a few weeks later and tone of bleeding'), blood loss anaemia ('stopped bleeding finally after becoming anemic') and thrombosis ('blood clots') in a 48-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nontoxic uninodular goiter, breast mass, foramen ovale patent and lumbosacral (joint) (ligament) sprain. Previously administered products included for prevent pregnancy: oral contraceptive nos from 1985 to 2004. Concurrent conditions included hypertension, depressed mood, vitamin d deficiency and ischemic stroke. Concomitant products included amlodipine, atorvastatin calcium (lipitor) since 2014, chlortalidone (chlorthalidone), clopidogrel bisulfate (plavix), colecalciferol (vitamin d3), duloxetine hydrochloride (cymbalta), duloxetine since 2010, ferrous sulfate, lisinopril and vitamins nos (daily multivitamin). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced cerebrovascular accident (seriousness criterion medically significant) and thrombosis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia") and dermatitis contact ("body rash due to nickel/ nickel allergy"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 9 years 8 months after insertion of essure (ess205). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced premature menopause ("hormonal changes ¿ premature menopause"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain lower ("cramping") and infection ("infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, uterine perforation, cerebrovascular accident, post procedural haemorrhage, blood loss anaemia, allergy to metals, premature menopause, weight increased, dermatitis contact, arthralgia and infection outcome was unknown and the pelvic pain, thrombosis, abdominal pain lower, vaginal haemorrhage, menorrhagia and fatigue had resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, blood loss anaemia, cerebrovascular accident, dermatitis contact, device breakage, device expulsion, fallopian tube perforation, fatigue, infection, menorrhagia, pelvic pain, post procedural haemorrhage, premature menopause, thrombosis, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she needs additional surgery. Current weight: 195 lbs. Approximate weight at time of essure placement: 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Echocardiogram - on (B)(6) 2014: study acoustic quality was difficult. Agitated saline injection demonstrated presence of right to left shunt with substantive crossing of bubble contrast without valsalva. The left ventricle is normal size. The left ventricular systolic function is normal. Unremarkable cardiac valves. Hysterosalpingogram - in 2005: results: total bilateral occlusion; on (B)(6) 2014: results: post essure device placement with occluded. Pathology test - on (B)(6) 2015: clinical information: essure coil found in cervix. Specimen is designated ¿essure coil found in cervix.¿ the specimen consists of a 1.8 cm in length x 0.3 cm in diameter silver metallic spring with a 0.4 x 0.2 cm are of apparent calcification at one end. Diagnosis: medical device, removal: consistent with essure coil (gross only).; on (B)(6) 2015: final diagnosis: uterus, hysterectomy: benign endocervical tissue with squamous metaplasia, benign early secretory endometrium with tubal metaplasia. No mass lesions, cervical tissue, ovarian fallopian tube or essure devices. Plaintiff had done x-ray. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media received : reporter information added. Event : found a coil in my uterus that was broken, stopped bleeding finally after becoming anemic, infection added. On 11-sep-2019: pfs received : reporter information, historical drug added. Event verbatim were updated as found a coil in my uterus that was broken off/left pieces in uterus/broken coil in my cervix/coil breaking. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found a coil in my uterus that was broken off/left pieces in uterus/broken coil in my cervix/coil breaking'), fallopian tube perforation ('perforation (fallopian tubes)'), device expulsion ('migration of essure device to cervix/ essure coil found in cervix/coil and finding it in my uterus'), uterine perforation ('left essure device uterine perforation/part of coil coming out of my uterus'), pelvic pain ('pain'), cerebrovascular accident ('multiple strokes'), post procedural haemorrhage ('a few weeks later and tone of bleeding'), blood loss anaemia ('stopped bleeding finally after becoming anemic') and thrombosis ('blood clots') in a 48-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nontoxic uninodular goiter, breast mass, foramen ovale patent and lumbosacral (joint) (ligament) sprain. Previously administered products included for prevent pregnancy: oral contraceptive nos from 1985 to 2004. Concurrent conditions included hypertension, depressed mood, vitamin d deficiency and ischemic stroke. Concomitant products included amlodipine, atorvastatin calcium (lipitor) since 2014, chlortalidone (chlorthalidone), clopidogrel bisulfate (plavix), colecalciferol (vitamin d3), duloxetine hydrochloride (cymbalta), duloxetine since 2010, ferrous sulfate, lisinopril and vitamins nos (daily multivitamin). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced cerebrovascular accident (seriousness criterion medically significant) and thrombosis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia") and dermatitis contact ("body rash due to nickel/ nickel allergy"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 9 years 8 months after insertion of essure (ess205). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced premature menopause ("hormonal changes ¿ premature menopause"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain lower ("cramping") and infection ("infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, uterine perforation, cerebrovascular accident, post procedural haemorrhage, blood loss anaemia, allergy to metals, premature menopause, weight increased, dermatitis contact, arthralgia and infection outcome was unknown and the pelvic pain, thrombosis, abdominal pain lower, vaginal haemorrhage, menorrhagia and fatigue had resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, blood loss anaemia, cerebrovascular accident, dermatitis contact, device breakage, device expulsion, fallopian tube perforation, fatigue, infection, menorrhagia, pelvic pain, post procedural haemorrhage, premature menopause, thrombosis, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she needs addtional surgery. Current weight: 195 lbs. Approximate weight at time of essure placement: 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Echocardiogram - on (B)(6) 2014: study acoustic quality was difficult. Agitated saline injection demonstrated presence of right to left shunt with substantive crossing of bubble contrast without valsalva. The left ventricle is normal size. The left ventricular systolic function is normal. Unremarkable cardiac valves.. Hysterosalpingogram - in 2005: results: total bilateral occlusion; on (B)(6) 2014: results: post essure device placement with occluded .. Pathology test - on (B)(6) 2015: clinical information: essure coil found in cervix. Specimen is designated ¿essure coil found in cervix.¿ the specimen consists of a 1.8 cm in length x 0.3 cm in diameter silver metallic spring with a 0.4 x 0.2 cm are of apparent calcification at one end. Diagnosis: medical device, removal: consistent with essure coil (gross only).; on (B)(6) 2015: final diagnosis: uterus, hysterectomy: benign endocervical tissue with squamous metaplasia, benign early secretory endometrium with tubal metaplasia. No mass lesions, cervical tissue, ovarian fallopian tube or essure devices. Plaintiff had done x-ray. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes"), device expulsion ("migration of essure device to cervix/ essure coil found in cervix"), uterine perforation ("left essure device uterine perforation"), pelvic pain ("pain"), thrombosis ("blood clots") and cerebrovascular accident ("multiple strokes") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, depressed mood, vitamin d deficiency and ischemic stroke. Concomitant products included atorvastatin calcium (lipitor) since (B)(6) and duloxetine since (B)(6) . On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) , the patient experienced fatigue ("fatigue"). In (B)(6) , the patient experienced arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and cerebrovascular accident (seriousness criterion medically significant). In (B)(6) , the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and thrombosis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding menorrhagia"), allergy to metals ("nickel allergy") and rash ("body rash due to nickel/ nickel allergy"). In (B)(6) , the patient experienced premature menopause ("hormonal changes ¿ premature menopause") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation, premature menopause, cerebrovascular accident, allergy to metals, weight increased, rash and arthralgia outcome was unknown and the pelvic pain, thrombosis, vaginal haemorrhage, menorrhagia, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, cerebrovascular accident, device expulsion, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, premature menopause, rash, thrombosis, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she need additional surgery. Current weight: 195 lbs. Approximate weight at time of essure placement: 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: post essure device placement with occluded .; in (B)(6) : total bilateral occlusion. On (B)(6) 2014 transthoracic echocardiogram report: interpretation summary: study acoustic quality was difficult. Agitated saline injection demonstrated presence of right to left shunt with substantive crossing of bubble contrast without valsalva. The left ventricle is normal size. The left ventricular systolic function is normal. Unremarkable cardiac valves. On (B)(6) 2015 pathology report: clinical information: essure coil found in cervix. Specimen is designated ¿essure coil found in cervix.¿ the specimen consists of a 1.8 cm in length x 0.3 cm in diameter silver metallic spring with a 0.4 x 0.2 cm are of apparent calcification at one end. Diagnosis: medical device, removal: consistent with essure coil (gross only). On (B)(6) 2015 surgical pathology report: final diagnosis: uterus, hysterectomy: benign endocervical tissue with squamous metaplasia, benign early secretory endometrium with tubal metaplasia. No mass lesions, cervical tissue, ovarian fallopian tube or essure devices. Most recent follow-up information incorporated above includes: on 8-nov-2018: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia), blood clots, fatigue, hormonal changes ¿ premature menopause,migration of essure device to cervix/ essure coil found in cervix, multiple strokes, nickel allergy, pain, perforation (fallopian tubes), left essure device uterine perforation, body rash due to nickel, weight gain, joint pain, cramping were added. Outcome of events pain, bleeding, fatigue, blood clots, cramping from unknown to recovered/resolved were updated. New reporters were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.